Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was losing both ECG and arterial waveforms and then unit was stopped pumping during use on patient. The iabp was swapped with another to continue therapy. There was no adverse event or patient injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reported upon initial visual inspection he found minor exterior contamination on keypad, console, and safety disk. The unit was also missing screw label covers and p-clamp. However, iabp powered on normally and displayed ¿system test ok¿. The iabp functioned correctly with known system trainer and known iabp balloon connected. The fault logs points to failure of the main board. The fse replaced the main board and datasets as a precautionary measure. Also replaced both the datasets, screw label covers, and p-clamp and allowed the iabp to run with known system trainer and known iabp for 1 hour to verify functionality. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.updated fields: b4, g4, g7, h2, h3, h6, h10.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was losing both ECG and arterial waveforms and then unit was stopped pumping during use on patient. The iabp was swapped with another to continue therapy. There was no adverse event or patient injury reported.